Manufacturer narrative:
Follow-up on 05-sep-2016: after unsuccessful fu attempts no additional information was obtained.

Manufacturer narrative:
Follow-up received on 30-apr-2016: quality-safety assessment of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Follow-up information received on 01-feb-2016: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2016 for the following meddra preferred term: dermatitis contact. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced systemic contact dermatitis. Essure was removed and a bilateral salpingectomy was performed. This event was considered serious due to its medical importance and unlisted in the reference safety information for essure. In this case, patient experienced this event one year after essure insertion. It was reported that three months after removal, a partial remission of the lesions was observed. Based on a compatible temporal relationship and a lack of alternative explanation, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The patient's medical history included several deliveries she had no other important medical history. No known allergies. Gynecologic examination was normal. Essure was inserted via hysteroscopy without any difficult. After one year the patient experienced erythematous and pruritic lesions, starting in limbs and extending to the rest of the body. Essure was removed and a bilateral salpingectomy was performed. Three months later a partial remission of the lesions was observed. The outcome of the event systemic contact dermatitis was recovering / resolving, and the event was considered related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced systemic contact dermatitis. Essure was removed and a bilateral salpingectomy was performed. This event was considered serious due to its medical importance and unlisted in the reference safety information for essure. In this case, patient experienced this event one year after essure insertion. It was reported that three months after removal, a partial remission of the lesions was observed. Based on a compatible temporal relationship and a lack of alternative explanation, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.